Event description:
It was reported that the patient was dependent on the device for normal function. It was noted that the patient presented for a routine follow up in clinic. It was noted that high capture thresholds were observed on the right ventricular (rv) lead. The high capture thresholds would drain the device battery quickly and there was a concern this would put the dependent patient at risk. The rv lead was capped (B)(6) 2024 and replaced without complications. The patient was discharged.